Event description:
Customer reportedly obtained results of 134 mg/dl and 414 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 100 mg/dl and 183 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.